Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The nurse removed the cassette; there was no air bubbles in the line. The cassette was replaced and the pump would not restart. The reservoir volume was 7 ml so the patient was disconnected. Nurse was advices to open an rga to ensure it was not a pump issue. She was encouraged to call back if there was any further issues. Rate was 2.2ml, and 92.35 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.